Event description:
Customer states the usb port in her pump seems loose. Two tandem chargers were used and both charged the pump intermittently. It is not reported whether or not this issue has impacted the customer.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.